Event description:
Kimberly-clark received a report from (B)(6) stating, "drape has melted with the contact of the cold light from the arthroscope. Perforation of the drape, risk of burn for the patient and septic risk due to the perforation of the drape." Required re-draping. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The specific drape within the pack was not identified or returned to kimberly-clark for analysis, therefore we are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Customer did not return device to kimberly-clark.